Event description:
It was reported that the device gives following error codes: 46879, 9319, 31494, and error code 0 during a really low flow. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's problem was duplicated. The cause of the issue was a defective mainboard. The mainboard will be replaced to fix the issue.